Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient removed the sensor on (B)(6) 2020 because her skin at the sensor insertion area was red, inflamed, and she had a rash. The patient was evaluated by a healthcare professional (hcp) on (B)(6) 2020 and given an anti-allergy topical cream and a skin barrier. No additional patient or event information is available.